Manufacturer narrative:
Isi has made multiple attempts to contact the customer in order to obtain additional information. No further information was obtained. The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that the vessel sealing instrument would not work during a da vinci surgical procedure. Check cable message still received after the cable connections were reseated. Isi representative tested the system and provided sterile adapter training. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.